Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: when the surgeon took out the suture needle and sutured the patient's wound according to the normal operation process, the problem of pulling off suture needle happened and could not be used. Changed another three to continue the surgery, the same problem happened again. Changed another one to complete the surgery. The operation time was extended by about 8 minutes. The above situation occurred in 3 cases in total. The following information was requested, but unavailable: ¿ did this issue contribute to any patient adverse event? ¿ was there any change in the patient¿s post-operative care due to the prolonged procedure? ¿ were there any unexpected outcomes or complications resulting from the prolonged surgery time? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that additional 2 pull off needle and suture cases were reported. No adverse patient consequences were reported. Additional information was requested.